Manufacturer narrative:
UDI: UDI unavailable, unknown part number. The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such, it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time, this complaint is considered to be closed, should the product be returned at a later date, this complaint will be re-opened and an investigation will be performed.

Event description:
Patient in operating room for brain biopsy, during surgery, the device cut thru the dura, clutch didn't stop when it should have. No damage to the brain. The top of the drill went in about 3 cm further than necessary.